Manufacturer narrative:
(B)(4) initial report. Additional information, including, the explanted devices, post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 18 days due to infection.

Manufacturer narrative:
(B)(4) final report. Additional information, including the explanted devices, post primary and pre revision x-rays, operative notes, a detailed patient outcome, patient medical history and patient age and activity level was requested in order to progress with this investigation, however, none were available and thus there was only very limited information available for the investigation. The explanted devices were not available and thus could not be examined. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 18 days due to infection.